Event description:
A nurse contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display while the home patient (hp) was connected. The nurse stated that home patient (hp) left a line open. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be due to use error, because the patient left a clamp open on an unused supply line during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA. A batch review could not be performed as the lot number was unknown.